Event description:
It was reported to philips the device shutdown and restarted and gave error code 1101 - ventilator restarted due to anomalies detected during operation. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The device was evaluated remotely by a philips remote service engineer (rse). The rse informed customer to look at event log, verify error codes, if code is 1101 and doesn't have 3007, customer should do the following: reinstall operational software. Replace the cpu pcba. The customer confirmed that error code 3007 was not present. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer however there was no response. The resolution and disposition are unknown. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.